Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and approx. 32mm proximal of weld site. The proximal section of j stiffener wire measures approx. 56mm and has migrated down lead body approx. 35mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.

Event description:
Previously reported as no reason for removal, the lead was removed due to a report of j retention wire. Fracture without protrusion through the polyurethane insulation.